Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of below 30mg/dl which was treated with food. Customer¿s current blood glucose was 180mg/dl. Customer stated that drive support cap was normal. Customer stated low blood glucose as she started using lexapro. Customer reports pump was worn during a medical procedure. Customer dispatched to emergency room but she was already treated with food. Customer advised to monitor the low blood glucose. Insulin pump will not be return for analysis.